Event description:
It was reported that the patient presented to the recovery area after routine generator change. While in recovery multiple inappropriate shocks were delivered by the right ventricular lead due to over-sensing. A chest x-ray revealed that the lead had dislodged and was in the atrium. The patient was taken for revision, and the lead was capped and replaced on (B)(6) 2022. The patient was stable.